Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that an inappropriate device charge occurred in untreated episodes due to non-cardiac oversensing of a baseline shift. The sensing configuration was changed and no further episodes occurred. It has reported that these episodes were missing and attempts to obtain additional information were unsuccessful. As the clinical study was nearing close, the missing episodes were located in the sd card data. This device was subsequently explanted for normal battery depletion. No adverse patient effects were reported.